Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty procedure, the pin fractured at the threads while in the patient's humerus. The surgeon attempted to remove the pin, but inadvertently pushed the broken piece into the humeral canal. Surgeon then had to bring x-ray into or to aid in removal. Delayed case for 30 minutes. No additional patient consequences reported. No further information available.